Event description:
A hosp in another country has reported that upon connecting the waterbag to the mr20 humidification chamber, the water filled up the chamber and entered the breathing circuit. We have not rec'd any report of injury to the pt.

Manufacturer narrative:
We are aware of other similar complaints reporting failure of the float mechanism in the mr290 humidification chamber causing overfilling. However, we are awaiting return of the device for fault confirmation. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last yr. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.